Manufacturer narrative:
(B)(4). The volumetric accuracy was tested three times at 50ml/hr and 0.64ml with 250ml/hr and 1.08ml with 450ml/hr and 18.61ml with 120ml/hr and 233.08ml (total 253.41ml). The test results were within specifications. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The actual device involved has not been received yet for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports, under infusion. Customer verbalizes that the pump was programmed to administer 253ml, however at the end of the infusion there was still blood left. The customer verbalized that a technical safety check was performed and everything resulted in an acceptable range. No patient injury reported